Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated they had a back fusion 7 weeks ago and the implant was removed at their request. They stated that the device wasn't helping anymore. They requested to know what to do with equipment. Patient said they had what's called a 360 back fusion and the neurosurgeon said they could work around it but the patient said they didn't want to have to work around the device because it was a pretty big surgery. Agent asked when the device stopped helping and patient said probably months, not like a year or anything like that, the pain got more severe and severe and it just wasn't helping with the pain anymore. Agent put unknown as this wasn't clarified. Agent offered to send a box and label for the patient to return the equipment and patient declined. The patient was redirected to their healthcare provider to further address the issue. Agent transferred to prs for update.